Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states that during the filling process, the operator observed three plastic particulates in the needle bowl.

Manufacturer narrative:
A review of the device history record (DHR) for lot number 805007 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. There were no related process or material changes related to the reported condition for this product. Maintenance records (corrective and preventive), calibration records, process monitoring data and machine set up were all reviewed with no issues related to the reported condition. In addition, the jars utilized to pack the product were reviewed with no particulate or flash observed. There was one (1) photograph returned for evaluation. A third party laboratory analysis was conducted to identify the particulates named within the complaint. A review of the photograph and 3rd party lab report were completed. The results of the third party lab analysis identified the substance as polyethylene and a match to the needle shipping containers. Based on the photograph and lab report, the particulate appears to have been generated from the plastic jar. The reported customer complaint is confirmed. A root cause could not be determined. A most likely root cause was identified as the particulate came from the top of the plastic jar utilized to pack the product. Corrective and preventative action has been initiated. Procedure (added a note to the formula sheet) now requires checking of the jar for contamination and flash. This complaint will be utilized for tracking and trending purposes.